Manufacturer narrative:
Since the clinician had to remove the implant, there is a potential that the patient will require additional surgical intervention (at a later date) to place a new implant. Per the complaint database, the remainder of the threaded portion of all the abutments evaluated that were stripped or damaged (fractured) was found to be manufactured to specification with no material defect noted. Based on this, it has been concluded that a damaged abutment at the time of placement is most likely caused by the application of excessive torque when tightening the abutment to the implant. Zest recommends the application of 30 ncm of torque or the level indicated by the implant manufacturer. The locator abutment is tested to receive more torque than the amount recommended and only a level well in excess can cause this event. It is likely that the clinician applied torque in excess of the recommended amount by either not using a torque indicating instrument or having an out of calibration device. Since the clinician was unable to provide zest with the lot number of the implant and the part number/lot number of the abutment, zest was unable to review the specific lhr records. However, all zest products that are shipped out must meet their specific product specifications and must be approved for product release. Any issues are successfully resolved prior to the release of all parts. No further action is required.

Event description:
Pilot drill broke off and abutment was stripped during torquing leading to removal implant.